Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine generator change out due to normal eri, increase in hv lead impedance since (B)(6) 2016 was observed. The hv lead impedance is now high and out of range. Physician elected to cap and replace the lead during procedure on (B)(6) 2017. Patient¿s condition was stable.